Event description:
Caller states the device produced a result of lo (less than 10 mg/dl) on the active system with no substance applied to the test strip. Within ten minutes, the customer retested on the active system and received a result of 121 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.